Manufacturer narrative:
The reported event could not be confirmed due to the lack of additional clinical information. Upon further investigation of the CT scans by healthcare professionals the following was observed: from the information provided, we know that the date of implant was (B)(6) 2020 and date of explant was (B)(6) 2024. The CT scan shows a girdlestone situation without any further information. ¿failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure.¿ a microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications and was sterilized according to procedure. No deviations or non-conformances could be found. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery due to an infection. The patient didn't have the normal amount of post-op appointments due to the 2021 covid lockdown in auckland. He presented to the public hospital when his ankle became bothersome instead of the surgeon who did the primary procedure.

Manufacturer narrative:
Device will not be returned. When additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to an infection. The patient didn't have the normal amount of post-op appointments due to the 2021 covid lockdown in (B)(6). He presented to the public hospital when his ankle became bothersome instead of the surgeon who did the primary procedure.